Manufacturer narrative:
This supplemental is being retracted based on further review by quality of the reported complaint. An initial MDR was submitted on september 09, 2016 in error for the malfunction noted. This is considered a non-reportable event. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 11, 2016. (B)(4).

Manufacturer narrative:
Expiration date (01/2020). Manufacturing date (02/2016). Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on september 09, 2016. (B)(4). Note: there is another case associated with this complaint. A separate FDA form 3500a has been generated to address the other case.

Event description:
It was reported that,"the intensive therapy unit (itu) have raised an issue that the bag is falling off too easily from its connection on the urine meter and is leaking at that point." Photo attached for review. During follow-up it was reported that the device became detached where the bag attaches to the base of the chamber at its draining point, which caused the leakage noted. It is unknown how many products were affected regarding the reported event. However, it was noted that products have been removed from stock and use. No further information was available.